Event description:
An Impella CP was inserted via the right femoral artery to support the 82-year-old female patient who had been admitted with indication of Acute Myocardial Infarction and Cardiogenic Shock. The patient presented in Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E, per documentation. The underlying medical history was known to be inclusive of coronary artery disease and diabetes. The patient was supported by inotropes and vasopressors prior to pump insertion.On the day of pump insertion the nursing team noted hematuria. The team troubleshot by repositioning the pump and reducing the pump Performance (P) level. These troubleshooting measures began to clear the urine but, if the hematuria fully resolved is not known.While on support the device functioned as expected, Performance Level P-4 with 2.3L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.The pump was weaned and explanted after 2 days. The patient survived the event.The hematuria allegation made by the nursing staff may have been due to the pump positioning, volume status or performance level, or traumatic foley insertion. Since the foley catheter was noted to be placed after pump insertion the color of the urine prior to pump placement is not known.

Manufacturer narrative:
A6 is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.